Event description:
A starburst xl 10cm probe was used to ablate three areas of the pt's metastic bone tumor located in the right acetabulum. The katecho (red) grounding pads were placed on the pt's right leg. The ablation was initiated, but was unable to achieve a success at 150w. The ablation was ended and the katecho grounding pads were replaced by thermopads (blue) grounding pads. The ablation was restarted. During the ablation, the thermometers on both pads registered 44 degrees celsius, prompting the machine to automatically shut off power delivery to prevent a pad burn. The ablation was still unsuccessful at this point. The pt's drape was lifted and the leg propped up to increase air circulation around the grounding pads. Ice packs were also placed around the grounding pad to decrease the pad temp so that the ablation could be continued. The ablation was initiated again and completed successfully. Ablations #2 and #3 were also completed successfully. During these three ablations, the pads registered safe temps between 33 and 40 degrees celsius. There was no apparent malfunction of the machine or the grounding pads used. After the case the pads were removed and redness and blistering were observed by the CT staff.